Manufacturer narrative:
(B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On the same day, the pt was hospitalized for the event. On and unreported date, the pt was treated with an unknown antibiotic. The patient was discharged from the hospital. At the time of this report, the peritonitis was resolving and the pt was recovering. On an unknown date, dianeal therapies were discontinued, and the patient was started on hemodialysis. Additional information was requested but is not available. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lots h13f07106 and h13e11050 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Exception summary was reviewed for this batch with no exceptions noted. Should additional information become available, a follow-up will be submitted. Same patient as (B)(4).